Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: the emergency department nurse used catheter for drawing blood, there was leakage at joint of the catheter and the wing before retracting the needle. The leakage was intensified after the needle was retracted. The catheter was replaced.

Manufacturer narrative:
Investigation: bd was able to confirm the customer indicated failure mode. Based on sample evaluation, engineering team could not find damage in the catheter or pvc extension tubing. Sample was tested per leak at 20 psi of in and 8 psi of out, however no leakage was found. It is possible too much blood made it difficult to observe the leakage in the catheter. This test was increased until noticed a leakage between catheter/inserter assembly. Unfortunately, this damage could not be observe due to too much blood in this assembly. Although the unit showed leakage, we could not determinate that type of damage caused the reported defect or what happened during its use; therefore the root cause was not determined. DHR and, reviewing maintenance records were reviewed with the intention of finding a failure in the equipment or any quality problems in this assembly that could be related with the reported failure mode however, no problems were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: the emergency department nurse used catheter for drawing blood, there was leakage at joint of the catheter and the wing before retracting the needle. The leakage was intensified after the needle was retracted. The catheter was replaced.